Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had diaphragmatic stimulation from high thresholds on the right ventricular lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.